Event description:
The customer reported an overload error message which resulted in loss of functionality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks were cleaned and lubricated. The system was then found to be operating as intended.